Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked from ports 5&6. This occurred after reconfiguration (eliminating the use of ports 1-4) during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H6 codes were not entered in the previous follow up emdr. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the date of the event was unknown also reported as "occurring for 8 months". B5: the quantity of leaking em2400 valve sets was unknown. H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.